Event description:
On (B)(6) 2011, the pt was implanted with an aos 11 mm es trochanteric nail. Aos had a report of a failure on (B)(6) 2011. The nail was removed (B)(6) 2011. The nail has not been returned. All aos documentation has been reviewed and found not to have and deviations. The info provided was that the pt fell down which caused the failure.